Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving high sensor scan result of 150 mg/dl compared to readings obtained on a competitors brand meter of 50 mg/dl and experienced convulsions. Customer was unable to self-treat and received third party treatment from wife of sugar, piece of cake and coca-cola. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer reported receiving high sensor scan result of 150 mg/dl compared to readings obtained on a competitors brand meter of 50 mg/dl and experienced convulsions. Customer was unable to self-treat and received third party treatment from wife of sugar, piece of cake and coca-cola. No further information was provided. There was no report of death or permanent injury associated with this event.